Event description:
It was reported that the guidewire was inserted with difficulty during a sheathless insertion. The iab was inserted but an arterial pressure waveform could not be obtained. The iab was exchanged. There were no reported complications.